Manufacturer narrative:
(B)(4). Additional skin reactions reported under (B)(4) and (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on approximately (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated that multiple skin reactions occurred, but could not provide the exact number of issues or dates. The reaction would normally start a few hours after the sensor was inserted, and the patient would keep the sensor on for the full ten days if possible, but the reaction would get worse as sensor was worn. When the sensor was removed there were red, raised bumps underneath the adhesive. After the reaction was exposed to air, scabbing occurred and the reaction caused a scar. Patient treated the skin reaction with over the counter benadryl cream. On (B)(6) 2019 the patient visited an endocrinologist and discussed the skin reaction. The endocrinologist recommended to continue using over the counter benadryl cream. No additional event or patient information is available.